Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the product was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to bone and implant fracture. Patient has several medical conditions and suffered a fall. The new transverse fracture of the distal right femoral metadiaphysis was confirmed through x-rays dated (B)(6) 2020. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: the pictures have been received that were taken of a screen that displayed an ap and a lateral x-ray am the knee. The pictures are in a rather limited quality and their evaluation is limited. However, the fracture of the implant as well as the fracture of the femur can clearly be observed. - surgical report: surgical report, dated (B)(6) 2020: diagnosis: closed right displaced spiral distal third femoral shaft fracture it is stated that this patient had an unstable spiral distal third fracture. First an open reduction and internal fixation with cables of spiral femur fracture was performed. After that, intramedullary fixation for definitive management was performed. About 30% additional time was taken for this injury than normally be taken for more routine femur fractures. No complications are noted patient history: patient is a 71-year-old female status post fall. Product evaluation: - visual examination: the nail with the lag screw as well as three screws were received for investigation. The nails shows a fracture through the most proximal screw hole at the distal end. The lag screw shows some circular wear marks consistent with contact marks with the nail during implantation and / or removal. Two of the screws are inconspicuous while the shortest screw shows wear on the thread, which most likely derived fro the contact with the nail during implantation and / or removal. One of the fracture surfaces is polished while the other fracture surface still shows some original fracture surface. However, the appearance of the original fracture surface does not allow an evaluation of the fracture's nature (fatigue or forced fracture). Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted on (B)(6) 2020 and revised on(B)(6) 2020 due to bone and implant fracture. Patient has several medical conditions and suffered a fall. The new transverse fracture of the distal right femoral metadiaphysis was confirmed through x-rays dated (B)(6) 2020. The x-ray as well as the returned products confirm the reported fracture of the nail as well as of the femur. The surgical report states a rather complicated procedure but with no complications noted. Further, it is stated, that the patient sustained a fall. The sequence of events (fall, nail fracture and bone fracture) remains unknown. Based on the investigation it cannot be established if and to what extend the three events contributed to each other. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 85 mm, including set screw; catalog no#: 47248508510; lot#: 2888622. Screw; catalog no#: 008890240942260; lot#: unknown. Screw; catalog no#: 00889024094062; lot#: unknown. Screw; catalog no#: 00889024094017; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer did receive x-rays, per and operative note for review. The manufacturer did receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to bone and implant fracture. Patient has several medical conditions and suffered a fall.